Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing painful stimulation in her low back. The patient underwent a revision procedure wherein the leads were replaced. The physician was unsure what caused the patient¿s discomfort. No device malfunction was suspected. The patient was reportedly doing well post operatively.